Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl569t - ligating clips m/l 12/box. According to the complaint description, the disposable material fell apart while being used in the operating room during the operation in the abdomen. It has happened once before recently, but the lot number was not noted. There is no sample available and there was no patient damage. Possible damage could be that the individual parts may remain in the patient's abdomen, and cause inflammation. The sales representative was at the customer's site. At first, she thought the safety ring might be missing. But it wasn't the stock that fell out, it was the magazine. It also disintegrated into its individual parts. The doctor had to fish out clips. An additional medical intervention was necessary. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aesculap (B)(4) reference (B)(4).

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.